Event description:
It was reported that, during routine follow up, this right ventricular (rv) lead exhibited high out of range pace impedance and increased shock impedance measurements. An x-ray and provocative movements were performed with stable measurements and no noise noted. This lead remains in service. No adverse patient effects were reported.